Manufacturer narrative:
A ge rep evaluated the system and replaced the multi-output power supply. The system operates as intended.

Event description:
The customer reported that there was a communication error. The field engineer noted that the sys tracked to max kv and ma and would not display an image. This issue will cause the sys to be unusable due ot the inability to see the live image. There is no report of injury or death associated with this complaint.